Manufacturer narrative:
Concomitant medical products: 1944-52 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was elevated threshold on the left ventricular (lv) lead. There is no action planned and the lead remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.